Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the cardiologist with complaints of chest pain. The patient, subsequently, died. Details of the death are unknown. The leadless implantable pulse generator (ipg) status is also unknown. This patient is a participant in the (B)(6) registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was determined to be due to the toxic effects of fentanyl, alprazolam, temazepam, and promethazine, and was ruled an accident.